Event description:
It was reported that charging port had issues that made connecting charging cable difficult. No information was provided regarding any impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, no troubleshooting was performed, and no additional actions or outcomes were reported.